Event description:
The pt received more medication than intended as a result of tampering with the device. On an unspecified date, the pump was programming to deliver an unspecified concentration of dilaudid. No specific programming parameters were provided. On 04/03/2006, in the "late afternoon," the pt went into the bathroom, took apart the toilet paper holder, and used the spring from the holder tp ush the syringe plunger up. The pt reportedly gave himself a 20ml bolus of medication. After an unspecified length of time, the nurse found the pt "somnolent" in the bathroom. The pt treated with an unspecified dose of narcan and "fully recovered." There were not reported adverse pt sequale. The device was removed from clinical service. The pt's pain medication was changed to an unspecified oral medication. The pt signed himself out of the hospital against medical advice the following day.